Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient do not charge her ipg. Subsequently the patient lost stimulation as the device became inoperable. Surgical intervention was undertaken and the device was explanted and replaced with a different model. Postoperatively, the patient is reportedly receiving effective therapy and the issue is resolved.